Manufacturer narrative:
The returned device was received and evaluated. Investigation found the hard cannula to be bent downward and the soft cannula to be stretched out of specification. Otherwise, investigation found no issues that would result in a failure to deliver insulin. The root cause of the reported event could not conclusively be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17.2 mmol/l (309 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A manual insulin injection using a pen was administered to treat the hyperglycemia. After a new pod was applied, the bg level was by 120mg/dl.